Event description:
Info received indicates the up and down function of the head section is only working intermittently.

Manufacturer narrative:
The tech found the head up and down valves were not functioning. He replaced the valves to repair the bed.